Manufacturer narrative:
H10: the original reported g4 date of 04/03/2019 on the initial MDR was inaccurately reported. The date should have been reported as 03/28/2019 which was identified on 02/28/2020 during a quality audit review of closed files. The manufacturing review, investigation summary, and the labeling review remain unchanged. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: g4. H11: h2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the catheters allegedly failed to align during in attempt to create a av fistula in the ulnar vein and artery. It was further reported that the health care provider switched to a radial fistula and a successful fistula was created in the radial side. There was no reported patient injury.

Event description:
It was reported the catheters allegedly failed to align during in attempt to create a av fistula in the ulnar vein and artery. It was further reported that the health care provider switched to a radial fistula and a successful fistula was created in the radial side. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported the catheters allegedly failed to align during in attempt to create an av fistula in the ulnar vein and artery. It was further reported that the health care provider switched to a radial fistula and a successful fistula was created in the radial side. There was no reported patient injury.